Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they removed and reinserted the batteries from the device but that it did not resolve the issue. Customer disconnected call shortly thereafter. Customer's blood glucose level was 255 mg/dl at time of reporting. Nothing further reported.